Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On the same day, it was reported that the patient's cgm was reading 150 mg/dl and the patient took about 42 units of insulin. An unspecified time later, the patient said he experienced sweating and almost passed out. His bg value at the time was 59 mg/dl. The wife provided him something sweet to make his sugar higher and he recovered after treatment. At the time of the report, 2 days after the episode, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.